Event description:
A manager of the facility reported to baxter (B)(4) a solution bag in which the operator found a hole. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition was not confirmed during the sample evaluation. One actual sample was received for evaluation. During visual inspection, the over pouch was observed to be opened by one of the seams; however, no hole was observed. No other tests were performed. The sample was working within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.